Manufacturer narrative:
Reporting institution phone number: (B)(6).

Event description:
The customer called technical support (ts) and reported that the device has a touchscreen issue. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. Confirmed that the responded position was misaligned with the touched position, so the touchscreen needs replacing. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The field service engineer (fse) replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Manufacturer narrative:
The removed touchscreen was returned to the failure investigation lab (fi). A visual inspection of the touchscreen revealed no evidence of damage or contamination. The fi technician installed the touchscreen into a fi ventilator to duplicate the reported issue. The customer¿s complaint was verified. The root cause was the ul_lr and ur_ll resistance were out of specification.